Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the normal tortuous and severely calcified left superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during fourth inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.